Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Two non-bsc balloon catheters were subsequently advanced but both balloons also ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and contrast in the balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. The tip was damaged. Microscopic examination of the balloon revealed a 13mm longitudinal balloon tear from the middle to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick2 balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Two non-bsc balloon catheters were subsequently advanced but both balloons also ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.